Manufacturer narrative:
The reported event of inadequate capture was not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported when the patient presented in clinic post procedure, capturing anomaly was noted on the rv lead. The physician elected to explant and replace the lead. The patient was stable.